Manufacturer narrative:
The patient, in the past, was already treated with hymovis without any adverse events. These adverse events were temporally related to the treatment with hymovis. The adverse reactions "injection site joint effusion, injection site joint swelling and injection site joint pain " are expected for hymovis. The case has been assessed as "serious" due to the hospitalization of the patient. The patient was hospitalized for investigation on the synovial fluid with the aim to exclude the presence of bacterial infection. A deep evaluation of production and quality control documentation was performed by fidia's quality assurance department. From this evaluation no anomaly was found. Fidia has classified the case as being "serious/expected". The relationship between the reactions and the administration of hymovis is deemed as being "probable". Follow-up 29-apr-2016: no additional information is available. Further attempts will be made to contact the patient.

Event description:
A suspected incident report was received from a physician, on 23-mar-2016. A female patient (age not reported) was treated with hymovis 24 mg/3 ml gel for injection (hyaluronate sodium hexadecylamine- batch number (B)(4)) by the intraarticular route on (B)(6) 2016. A few hours following the treatment, the patient experienced an injection site joint effusion, injection site swelling and injection site pain. Hymovis was suspended. The patient was treated with unspecified antibiotic. At the time of the reporting the patient was improving. No further information was reported. Follow-up 29-apr-2016: no additional information is available.

Manufacturer narrative:
The patient, in the past, was already treated with hymovis without any adverse events. These adverse events were temporally related to the treatment with hymovis. The adverse reactions "injection site joint effusion, injection site joint swelling and injection site joint pain " are expected for hymovis. The case has been assessed as "serious" due to the hospitalization of the patient. The patient was hospitalized for investigation on the synovial fluid with the aim to exclude the presence of bacterial infection. A deep evaluation of production and quality control documentation was performed by fidia's quality assurance department. From this evaluation no anomaly was found. Fidia has classified the case as being "serious/expected". The relationship between the reactions and the administration of hymovis is deemed as being "probable". Follow-up 29-apr-2016: no additional information is available. Further attempts will be made to contact the patient. Follow-up (16-may-2016): from the follow-up information results that the patient's initials are (B)(6) and the patient is (B)(6)-year old. The patient was treated with targosid 400 mg (teicoplanin) by e.v. Route, (B)(6)-2016. The patient fully recovered from the events on (B)(6)-2016. The case is closed.

Event description:
A suspected incident report was received from a physician, on 23-mar-2016. A female patient (age not reported) was treated with hymovis 24 mg/3 ml gel for injection (hyaluronate sodium hexadecylamide- batch number 011100) by the intrarticular route on (B)(6)-2016. A few hours following the treatment, the patient experienced an injection site joint effusion, injection site swelling and injection site pain. Hymovis was suspended. The patient was treated with unspecified antibiotic. At the time of the reporting the patient was improving. No further information was reported. Follow-up 29-apr-2016: no additional information is available. Follow-up 26-may-2016:from the follow-up information results that the patient's initials are (B)(6) and the patient is (B)(6)-year old. The patient was treated with targosid 400 mg (teicoplanin) by e.v. Route, (B)(6)-2016. The patient fully recovered from the events on (B)(6)-2016.

Manufacturer narrative:
The patient, in the past, was already treated with hymovis without any adverse events. These adverse events were temporally related to the treatment with hymovis. The adverse reactions "injection site joint effusion, injection site joint swelling and injection site joint pain " are expected for hymovis. The case has been assessed as "serious" due to the hospitalization of the patient. The patient was hospitalized for investigation on the synovial fluid with the aim to exclude the presence of bacterial infection. A deep evaluation of production and quality control documentation was performed by fidia's quality assurance department. From this evaluation no anomaly was found. Fidia has classified the case as being "serious/expected". The relationship between the reactions and the administration of hymovis is deemed as being "probable".

Event description:
A suspected incident report was received from a physician, on 23-mar-2016. A female patient (age not reported) was treated with hymovis 24 mg/3 ml gel for injection (hyaluronate sodium hexadecylamide- batch number 011100) by the intrarticular route on (B)(6)-2016. A few hours following the treatment, the patient experienced an injection site joint effusion, injection site swelling and injection site pain. Hymovis was suspended. The patient was treated with unspecified antibiotic. At the time of the reporting the patient was improving. No further information was reported.